Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was successfully performed using a 35mm watchman flx laa closure device with delivery system (wds). On (B)(6) 2021 at a follow-up examination, the patient present with dyspnea, a cough, hypotension, and atrial fibrillation with a rapid ventricular response. Cardioversion was performed to regain a normal heart rhythm. Eliquis was prescribed for the following four weeks and 81mg of aspirin was continued. On (B)(6) 2021, 54 days post index procedure, the patient present at the emergency department with shortness of breath and atrial fibrillation. Radiographs revealed an enlarged cardiac silhouette and the patient was discharged. On (B)(6) 2021 the patient was admitted to the emergency department with dyspnea, swelling of the feet and legs, weight gain of 25 pounds, and atrial fibrillation. An echocardiogram revealed a pericardial effusion which was treated with a pericardiocentesis. 950ml of blood was drained. The patient has improved since the procedure.